Event description:
Information received a smiths medical cadd legacy pump double beeped no cassette. No patient involvement as event occurred during testing.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition but the screen was scratched. No evidence of reported problem in event log was found. During the evaluation of the device, the pump was powered up and the device immediately started double beeping. The downstream sensor was found to be causing the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.